Manufacturer narrative:
The field service engineer determined there was broken tubing on the rinse mechanism. The tubing was replaced. The customer ran calibration and controls; all results were within specifications. Precision studies were performed. The last calibration performed on (B)(6) 2020 was ok and there were no alarms. Quality controls were within range, showing no indication of an instrument or reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The first patient sample initially resulted with an na value of 208 mmol/l accompanied by a data flag. The sample was repeated, resulting with a value of 153 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting with a value of 135 mmol/l. The 135 mmol/l value was believed to be correct and a corrected report was issued. The second sample, from a (B)(6) year old male patient, initially resulted with an na value of 161 mmol/l, which repeated as 131 mmol/l. No incorrect results were reported outside of the laboratory for this sample and the repeat result was believed to be correct. The third sample, from a (B)(6) year old female patient, initially resulted with an na value of 154 mmol/l, which repeated as 133 mmol/l. No incorrect results were reported outside of the laboratory for this sample and the repeat result was believed to be correct.